Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 217mg/dl and 93mg/dl. Customer reports she was using 2 boxes of strips from the same lot. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product, and a replacement was sent.